Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found that normally closed (n/c) tubing through pinch valve pv49 was cut and leaking diluent. The fse replaced the tubing which resolved the issue.

Event description:
The customer reported a leak of clear fluid of approximately ten (10) ml coming from the right side of the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.